Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a transplant. Additional information was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct relationship between the device and the root cause for the heart transplant could not be conclusively determined through this investigation. The customer did not provide if transplant was device or therapy related. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product was received for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.